Event description:
It was reported to Boston Scientific via literature article published in the European Urology journal, a retrospective analysis of aggregated electronic health record data from the Epic Cosmos platform, of patients who underwent minimally invasive surgical treatments (MIST) for benign prostatic hyperplasia (BPH). This study provided real-world assessment of current treatment trends, retreatment rates and medication reinitiation at 1-, 3-, and 5- years follow up after MIST procedures. A total of 77,480 patients with BPH underwent photoselective vaporization of the prostate (PVP) between (b)(6) 2014, and (b)(6) 2024. Retreatment rates at 1-, 3-, and 5-year post PVP were 2.6%, 5.8%, and 8% respectively. Reinitiation rates of alpha blockers, 5-alpha reductase inhibitors (5-ARIs), and overactive bladder (OAB) drugs at 1-year post procedure were 6.9%, 8.4%, and 14% respectively. Reinitiation rates of alpha blockers, 5-ARIs, and OAB drugs at 3-year post procedure were 13%, 16%, and 24% respectively. Reinitiation rates of alpha blockers, 5-ARIs, and OAB drugs at 5-year post procedure were 17%, 20%, and 28% respectively. In this study, PVP procedures could not be distinguished between Greenlight laser enucleation of the prostate from standard PVP.

Manufacturer narrative:
Carletti, F., Tamborino, F., Turcan, A., Santarelli, V., Valenzi, F. M., Morgantini, L. A., Haberal, H. B., Dal Moro, F., Crivellaro, S. (2026) Five-year Retreatment and Medication Restart Rates Following Benign Prostate Hyperplasia Treatments: A Nationwide Real-world Analysis Using Epic Cosmos. European Urology, 1-10. https://doi.org/10.1016/j.euf.2026.01.003. Detailed product information was not provided to Boston Scientific despite good faith effort. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.